Manufacturer narrative:
Failure to drain - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device failed to drain. No specific event details were provided. No adverse pt consequences were reported.